Event description:
Ten days after index procedure: the pt had low blood pressure. They became brain dead and then had an atrial fibrillation and eventually passed away due to end-stage cardiac failure.